Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects at nozzle. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: noise image occurs due to the damage on the circuit board of scope connector. The most probable cause was traced to a component failure. The most probable cause of foreign objects at nozzle was not established. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had noisy image. The issue was identified during inspection for use. There were no reports of patient involvement.